Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 12mm proximal of the distal the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified vessel below the knee. After crossing the lesion with a non-bsc guide wire, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified vessel below the knee. After crossing the lesion with a non-bsc guide wire, a 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.